Event description:
The user was explanted on the (B)(6) 2021 due to an infection. The user reportedly showed good benefit with the device before. Reimplantation surgery is scheduled for (B)(6) 2022.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation on the received parts did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the received information from the field, the recipient had a persistent infection in the implant area. Microbiological culture results showed mssa (methicillin_ sensitive staphylococcus aureus), which is part of the endogenous flora of the anatomic site of implantation. This bacteria is one of the most common pathogen found in surgical implant infections and represents a skin contaminant at the time of surgery. Further, granulation tissue was reportedly observed at explantation. Such tissue is a type of new connective tissue, which fills in a wound and any variations in its formation can result in chronic wound. Therefore, considering the timely appearance of the infection (i.e. Early post-operative period), its location, the type of isolated pathogens, the fact that no problems were reported contralaterally, and the proper sterilization of the implant at the time of manufacturing, latent colonization of bacteria as a result of local surgical trauma seems to be the cause for the reported problems. This is a final report.

Event description:
The user was explanted on the (B)(6) 2021 due to an infection. The user reportedly showed good benefit with the device before. At explantation granulation tissue was found and testing confirmed a mssa infection. According to the explant report the surgeon suspected that the patient may be intolerant of the materials used in the implant. Allergy tests were not performed before the surgery. The user was re-implanted on the (B)(6) 2022.